Manufacturer narrative:
Product analysis confirmed a kinked shaft and shaft damage for this complaint. The returned device had the sheath attached and there was no hub or distal tip on the device. Both ends of the guide catheter appeared to have been cut leaving the shaft compressed and no exposed braiding material. The sheath had blood present and was damaged/twisted. There were numerous kinks found on the shaft. A review of the manufacturing documentation confirms that the reported batch met all material assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.

Event description:
Event reportable based on analysis completed in 2008. It was reported that during a percutaneous coronary interventional procedure, a guide catheter kinked. The lesion was located in the tortuous left anterior descending (lad) artery. The mach 1 guide catheter was "torqued," and the shaft kinked. The guide catheter was stuck in the sheath during withdrawal. The catheter and the sheath were removed together. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt condition is reported as "no problem." Further information is not available. However, product analysis revealed a shaft detachment.